Event description:
Received information that pump has stopped all insulin delivery.

Manufacturer narrative:
The product has been received for evaluation. However, the evaluation is not yet complete. A follow up report will be filed.